Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. No revision surgery has occurred.

Event description:
Allegedly, fixation pin is backing out due-the pin was not bent properly to hold in place.